Event description:
Patient was placed on bed and as staff were moving it to get the old bed out of the room, we saw a spark underneath the bed. Staff went to see what was happening and it sparked again. I was able to trace the cord and unplug it from the wall. Inspection of the cord showed missing insulation on it, and a black spot noted on floor where it sparked. Maintenance and bed supervisor notified to come up. Safety officer was on the floor and overheard the conversation with maintenance. Maintenance with work request due to bed not blowing up and holding air. While trying to fix that issue and plug/unplugging the bed the cord that plugs into the wall started to spark and sparks started to fly everywhere. FDA safety report ID # (B)(4).